Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found corrosion on the battery cap spring and the top slot was damaged. The battery compartment was undamaged with no evidence of moisture corrosion. The returned battery cap was able to tighten properly and the pump powered up with the appropriate audible and vibratory functions. The pump passed a leak test, no further evidence of moisture instruction or defects found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found in the battery compartment. The reporter stated that the pump casing was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.